Event description:
Additional information noted that the right ventricular lead also exhibited low defibrillation impedance. Programming changes were performed. The patient was in stable condition.

Event description:
Additional information noted that the right ventricular lead re-exhibited low defibrillation impedance, and noise over-sensing. Programming changes were performed. The patient was in stable condition, and the patient would continue to be monitored.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited noise over-sensing. No intervention was performed. Patient condition was stable.